Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were tiny air bubbles in the tubing of the infusion set and reservoir. The blood glucose reading was 129 mg/dl. The customer stated that the air bubbles anomaly did not persist after an infusion set change. She stated that she would monitor the device and call back if the issue recurred. She reported that after changing the infusion set and reservoir, the insulin pump worked as designed. Nothing further reported.